Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was not recorded. It is unknown what caused the alarm. The product was shipped back and tested. Product was received with a cracked lcd and broken reservoir tube. There was no further information provided.

Manufacturer narrative:
Unit alarm during the prime test due to protruded/loose drive support disk. Insulin pump received with cracked display window corner, battery tube threads, broken reservoir tube lip, belt clip slot, scratched and cracked lcd window.